Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where a new scs system was implanted.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was explanted. A culture was taken and it was positive for mrsa. The patient had a PICC line placed for 6 weeks and the infection has not resolved.

Event description:
Follow up information identified PICC line was for the administration of antibiotics.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported fluid was draining from the patient's ipg site. The patient was admitted to the hospital to receive antibiotics. Surgical intervention is pending to address this issue.